Manufacturer narrative:
Concomitant medical product: personal all poly patella, catalog # 42540000032, lot # 62284788. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported through patient's operative notes that the patient was experiencing pain and swelling prior to the revision procedure. Patient was found to be negative for infection during the revision procedure. During the revision procedure, the surgeon noted the femoral component had significant areas where the cement had not completely bonded to the bone; therefore, the femoral component was removed.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona stemmed tibial component, catalog # 42532006701, lot # 62281542. Persona femoral component left, catalog # 42500006001, lot # 42500006001. Personal all poly patella, catalog # 42540000032, lot # 4254000003262329043. Headed screw 33mm, catalog # 00598304033, lot # 62329043. Headed screw 48mm, catalog # 00598304048, lot # 62315668. Headed screw 48mm, catalog # 00598304148, lot # 62273087. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08463, 3007963827-2018-00069. Product location unknown.

Event description:
It was reported that the patient underwent revision procedure two years after left total knee arthroplasty due to pain and a failed tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Operative notes indicated the patient was experiencing pain and swelling prior to the revision procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.